Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the analyzer failed functional test; analyzer found out of electrical specification. Analysis also found some of the patient connector slots were damaged at the top edge and one of the slot wires was missing. Concomitant medical products: product ID: 2067 radio frequency, head. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.